Manufacturer narrative:
Analysis summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The reminder portion of the blade was gouged. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert sates: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during the face lift procedure, steady tone. No patient consequence.